Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was readmitted to hospital under cardiopulmonary resuscitation (CPR) by emergency doctor. The root cause was unclear; acute right ventricular failure or pulmonary embolism was suspected. Audible and visual alarms were displayed on the system controller. Veno-arterial extracorporeal membrane oxygenation (va ECMO) was implanted as emergency treatment. A computed tomography scan was done under ECMO support. There were no signs for pulmonary embolism. Medical treatment did not resolve this issue. Ultimately, the patient passed away due to acute right heart failure. The outcome was not device or therapy related; the pump data showed no problems.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files revealed low flow hazard alarms. A specific cause for the alarms could not be conclusively determined through this evaluation. A direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported right heart failure and subsequent patient outcome could not be conclusively established through this evaluation. The submitted controller event and periodic log files contained data from (B)(6) 2025 to (B)(6) 2025. Sustained low flow hazard alarms were captured on (B)(6) 2025 and (B)(6) 2025, due to the estimated flow decreasing to as low as 0 liters per minute (lpm). The onset and resolution of the alarms was not captured in the log files. The pump otherwise appeared to operate as intended at the fixed speed. The provided information indicated the patient was readmitted to the hospital under cardiopulmonary resuscitation (CPR). Although the root cause was unclear, acute right ventricular failure or pulmonary embolism was suspected. A veno-arterial extracorporeal membrane oxygenation (va ECMO) was implanted as an emergency treatment. A computed tomography scan was then performed, and no signs of pulmonary embolism were observed. The issue was unresponsive to medical treatment and the patient expired due to acute right heart failure. The patient outcome was not considered to be device or therapy related. An autopsy was not performed, and the device was not explanted. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, document arten100173604, rev. B, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also provides an explanation of each of the pump parameters, including pump flow. Section 4 of the IFU, entitled ¿heartmate touch communication system,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿, discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 7 of the IFU, entitled ¿alarms and troubleshooting,¿ instructs user on how to identify and troubleshoot low flow hazard alarms. This section also explains a low-speed advisory alarm will activate if the fixed speed has been set 200 revolutions per minute (rpm) below the low-speed limit. The relevant sections of the device history records for (B)(6) and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.